Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported "while filling the tissue expander it was noticed that there was a 'deflation'." Surgery was successfully completed with a back up device. The tissue expander did make patient contact.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particle. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identified a puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported "while filling the tissue expander it was noticed that there was a 'deflation'." Surgery was successfully completed with a back up device. The tissue expander did make patient contact.